Event description:
It was reported to philips that the device experienced a battery failure. There was no patient involvement.

Manufacturer narrative:
Case was created for the reported problem. A good faith effort has been made to acquire more information on an evaluation or resolution, but no response was received for further case details. As such, troubleshooting could not be performed and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. Multiple attempts were made to follow up, but no response was received for further case details. As the issue could not be confirmed replicated or determined during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : unable to reach customer after multiple attempts.

Manufacturer narrative:
Case was created for the reported problem. A good faith effort has been made to acquire more information on an evaluation or resolution, but no response was received for further case details. As such, troubleshooting could not be performed and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. Multiple attempts were made to follow up, but no response was received for further case details. As the issue could not be confirmed replicated or determined during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.